Manufacturer narrative:
Returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 26.2cm from the tip. The stent is damaged. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that may have contributed to the difficulty to cross the lesion.

Event description:
Reportable based on device analysis completed on 14-dec-2023. It was reported that crossing difficulty and tip damage occurred. The target lesion was located in the severely tortuous and non-calcified renal artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during introduction, the device was unable to cross the lesion and the tip got damaged. Another 5.0mmx19mmx150cm express vascular sd stent was used but was unable to cross the lesion either. The procedure was completed with another of same device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.